Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient was scheduled for a revision on (B)(6) 2016 due to abdominal pain. It was unknown if any environmental, external, or patient factors led to the issue. It was unknown what diagnostics were performed related to the issue. The issue was not resolved at this time. The patient was alive with no injury. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.